Manufacturer narrative:
Correction: the following information was inadvertently not included in the initial report. Best corrected visual acuity (bcva) from (B)(6) 2015 right eye pre-op 20/20 -3.75 x -.25 x 105; left eye pre-op 20/20 -3.00 x -.25 x 145. In addition it was indicated in the initial MDR that ''patient's chief complaint was doing well'' when it should have said patient has no complaints and commented doing great. Additional information: equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) stage 1 on both eyes (ou) at 1 day post-operative exam. The brief description of the event was that there was trace of dlk under the superior section of the flap in both eyes. Topical steroid dosage was increased to treat the dlk. The patient responded to treatment and the dlk has been resolved. The patient¿s chief complaint was doing well.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.